Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (unit powers off during use). On 05/08/2009, this medical affairs specialist contacted the patient to clarify information obtained on the initial call. However, the patient was not inclined to provide any more information. The reported issue began approximately two months ago prior to contacting lfs. It is not known if the patient was able to obtain any blood glucose reading on the subject meter or any other devices after the power issue began. During the two months in question, the reporter indicated that she took more food/drink "several times" as a result of the power issue. "Recently," the patient developed symptoms of shakiness and administered self-treatment by eating "something sweet." It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the patient did not change the battery per the owner's manual. This complaint is being reported because the reporter claimed that the patient had symptoms that can be suggestive of hypoglycemia after the power issue began. Replacement products were sent to the patient.